Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. On approximately (B)(6) 2012 at 11:30am, the patient reported the alleged issue first began. The patient reported using oral medications including metformin 1000mg twice a day with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2012 at 8:30am, she took her usual dose of medication. The patient reported on (B)(6) 2012 at 11:30am, she developed symptoms of being 'lightheaded, sweats and felt weak.' The patient reported on (B)(6) 2012 at 11:30am, she treated herself with something to eat or drink. The patient denied testing on another device. At the time of troubleshooting, the cca was able to assist the patient in resolving the alleged issue. Replacement products were sent to the patient. The subject meter has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the subject meter passed testing with no faults found, the complaint was not confirmed. This complaint is being reported as an adverse event because the patient claims she was unable to test her blood glucose due to the alleged issue, therefore delaying treatment and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
((B)(4)2012) device evaluation: the subject meter has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the subject meter passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.